Event description:
It was reported that during a clinic visit, this pacemaker system was found to have triggered a lead safety switch (lss) from bipolar to unipolar configurations due to high out of range pacing impedances recorded on the right ventricular (rv) lead. It was noted that the rv lead is a non-boston scientific lead. The health care professional (hcp) called technical services (ts) and requested review of the presenting electrogram (egm). Upon review, ts confirmed that the non-boston scientific rv lead pacing impedances measured greater than 2000 ohms. Ts also noted the rv lead also exhibited myopotential oversensing noise. The hcp stated that isometrics were performed, however they could not reproduce the noise. The hcp also noted that the settings were reprogrammed. At this time, the pacemaker and non-boston scientific rv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).